Event description:
During routine testing of the device, the service technician reported the device would not run by battery. No other details regarding the nature of this event were provided. Since the event occurred during routine testing, there was no patient involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.